Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 105 units while caller expected 290 units, and caller was currently experiencing fill estimate issue without any related alarms in pump history. There was no reported impact to the customer¿s blood glucose level. Caller confirmed proper loading steps including using room temperature insulin, not reusing or overfilling cartridge, reloaded same cartridge with support from technical support, declined recommended test bolus, and agreed to monitor pump and follow up if necessary, with no additional information received regarding the final outcome of event.